Manufacturer narrative:
Image analysis: one still image and a 19 second video were received for analysis. Image depicts a valiant delivery system handle. The external slider is retracted. Deformation is evident to the screw gear threads. Attempts to rotate the external slider can be observed in the video, however the slider appears to be stuck. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the index procedure to treat a thoracic aneurysm dissection, the release system of the stent graft vamf4242c150te captivia became stuck while turning the handle. There was no damage observed to the delivery system or packaging during unboxing. The IFU was followed when attempted to deploy the device. When the device wouldn't deploy, the physician attempted to rotate the slider along the screw gear, but it got stuck and could not be rotated until the end. The stent could not be deployed and there was no issue removing the delivery system. The patient received another prosthesis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was received with the external slider and graft cover partially retracted. The catheter shaft was wavy/bent on receipt of the device. The graft cover was partially retracted with the freeflow struts exposed, the struts were captured on the spindle and had not been deployed. A bend was evident to the tip. Deformation was evident to the screwgear threading distal to the external slider. An attempt was made to retract the graft cover via rotation of the external slider however severe resistance was encountered. Resistance was encountered when attempting to release the trigger. It was not possible to deploy the stent graft. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.